Manufacturer narrative:
Device failure is suspected.

Event description:
It was reported that the pt was not feeling stimulation and the physician thought the battery was either at end of service or there was an issue with the lead. No x-rays of the device were taken. It was found on system diagnostics that the pt had high impedance and underwent full revision surgery. The pt had been a good responder to vns, but had an increase in seizures over the past month causing falls, which he had not experienced in a long time. No trauma or manipulation of the device occurred. The explanted devices have been returned to the manufacturer's european office, but has not been received in the u.s. To date.